Event description:
This procedure was performed in (B)(6). Customer stated that closurefast catheter was burned (after rfa, catheter heating element was burned) there was no patient injury. The investigation of the returned closurefast from (B)(6) 2014 found the fep coating over the heating coil exhibited material deformation approximately 33mm to 41mm from the distal tip indicating that it had overheated.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.